Event description:
The patient was transferred from bed to transport stretcher via hovermatt. After reaching the stretcher, the hovermatt was deflated by the nurse. The matt appeared to deflate in an uneven manner, and patient started to slide off the side of the stretcher. The nurse intervened and lowered the patient to the floor.